Manufacturer narrative:
Conduction disturbances, such as left bundle branch block and first degree heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
Patient weight, initials and age were obtained and have been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram showed a left bundle branch block and first degree heart block. Subsequently a permanent pacemaker was implanted two days after the implant of this device. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Date of event: updated the date of the event to (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.